Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient manages her diabetes with insulin. Due to the reported issue, the patient reportedly decreased her usual dose of insulin (15 units). A couple days after the start of the alleged issue, the patient claimed she felt a symptom of shaky. The patient denied receiving medical treatment. There was no indication of misuse. The patient was using the incorrect test strips with the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.